Manufacturer narrative:
The customer states that they knew the patient was dying and was expected to pass away. The patient passed away but they couldn't discharge the patient out of the bedside monitor (bsm) because it kept alarming asystole. The bedside monitor did not cause or contribute to a death or serious injury as this death was already impending. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer states that they knew the patient was dying and was expected to pass away. The patient passed away but they couldn't discharge the patient out of the bedside monitor (bsm) because it kept alarming asystole. The bedside monitor did not cause or contribute to a death or serious injury as this death was already impending.